Event description:
Boston scientific received information that, during a routine follow-up, this left ventricular (lv) lead displayed high out of range pacing impedance measurements, loss of capture(loc), noise, and high pacing threshold measurements. It was suspected this lv lead had insulation damage, and possibly fractured. There was also note of pacing inhibition in the right ventricle (rv), but this did not result in pacing inhibition of greater than 2 seconds. The associated rv lead is a competitor product. The decision was made to program this lv lead off, and patient might undergo a revision procedure in the near future. There was no report of syncope, and there were no high ventricular rates in the stored events. This patient is pacemaker dependent. Patient complained of dyspnoea. There were no additional adverse patient effects reported.

Manufacturer narrative:
This lv lead remains implanted, but deactivated. At this time there is no additional information. Should additional information become available, this report will be updated.